Event description:
It was reported that the ilet pump was dropped, resulting in a cracked and unusable screen that prevented normal operation and supply changes, and a replacement device was arranged. Customer provided assistance that included technical review, shipment of a replacement device and return of the cracked unit. Investigation of this case revealed physical damage to the display consistent with accidental drop, with no device alarms and no evidence of a systemic device malfunction. No clinical symptoms, no blood glucose effects and no injuries reported. Outcomes included temporary interruption of pump use with the patient advised to revert to backup therapy and continue cgm use. It was concluded that the event was due to accidental physical damage to the device display, with no clinical harm and no product performance issue identified beyond damage from impact.